Event description:
Event description boston scientific received information that during a replacement procedure, as the pocket was cut open, there was inhibition and artifacts observed on this ventricular lead. The impedance measurements through the pacing system analyzer were consistent and normal and thresholds were also normal. The physician questioned if they could keep the lead since they were unable to recreate the issue.